Event description:
After the zenith (cook) stent graft was implanted at the abdominal aortic aneurysm, the palmaz 4010 was mounted on the maxi ld 416-2540s and delivered. It was observed by angiography that the position of the proximal balloon marker was incorrect. The devices were removed from the patient and inspected outside of the patient's body. It was noted that the proximal marker was located close to the distal marker. The physician continued to adjust the position of the marker and mounted the palmaz on the maxi ld balloon again. The devices were delivered and the palmaz stent was placed; however, the stent was placed somewhat distal than initially planned. The aneurysm continued to leak slightly. After the maxi ld balloon was removed from the patient, it was discovered that the proximal marker was unfixed and easily moved. The marker bands had not been manipulated prior to initial use, and it was unknown if the marker band was already loosened prior to use.

Manufacturer narrative:
Additional information will be submitted within 30 days of reciept.this is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00101 and 9610978-2010-00176.

Manufacturer narrative:
After the zenith (cook) stent graft was implanted at the abdominal aortic aneurysm, the palmaz 4010 was mounted on the maxi ld pta balloon catheter and delivered. It was observed by angiography that the position of the proximal balloon marker was incorrect. The devices were removed from the patient and inspected. It was noted that the proximal marker was located close to the distal marker. The physician continued to adjust the position of the marker and mounted the palmaz on the maxi ld balloon again. The devices were delivered and the palmaz stent was deployed; however, the stent was placed somewhat distal than initially planned. The aneurysm continued to leak slightly. After the maxi ld balloon was removed from the patient, it was discovered that the proximal marker was unfixed and easily moved. The marker bands had not been manipulated prior to initial use and it was unknown if the marker band was already loose prior to use. The endoleak subsided and the patient recovered well without any complications, and was discharged from the hospital. Review of all involved stent production routers indicated the stents were processed in compliance with the defined process flow using validated equipment and process parameters per cordis drawing requirements. (B)(4). As part of the standard stent manufacturing process, all stents in the subject batch were directly monitored for visual attribute, wall thickness, stent features and overall length. All accepted stents conformed to 100% comparator inspection of overall length and wall thickness, along with 100% visual attribute inspection through 40x microscope inspection. All (B)(4) finished stent documentations indicates that all stents shipped under the subject (B)(4) shipping control number in question meets cordis drawing specified product release requirements. The malpositioning of the marker band was confirmed as a manufacturing defect and is the cause of the stent being misplaced. An investigation has been opened. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00101 and 9610978-2010-00176.

Manufacturer narrative:
Additional information received (B)(6) 2010 indicated that the endoleak subsided and the patient recovered well without any complications, and was discharged from the hospital. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00101 and 9610978-2010-00176.